Event description:
It was reported that the device was used during a low anterior resection, the stapler malformed because the surgeon could not break the washer. The surgeon reanastomosed with a new stapler. Case was completed with same like device. There was no patient consequence.